Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: stent deployed at unintended site. Device issue: failure to advance. It was reported that the right coronary artery was calcified. There was restenosis of (coroflex blue) bms in mid segment. It was anticipated as difficult, it was determined to use two extra support guide wires. The first xience v did not pass through the proximal rca (vessel part proximal to lesion) and the stent is dislodged without inflating the balloon. The dislodged stent was placed in the proximal part of the artery (proximal to the lesion) by crossing it with another balloon and inflating the balloon deploying the stent against the vessel wall. A second xience v (same size) passes this proximal segment; however, does not cross the lesion and is deployed partially on top of the previously dislodged stent to prevent the loss of this stent in the coronary. No additional event or patient information is available.

Manufacturer narrative:
The xience v everolimus eluting coronary stent system is being filed under MFR number 2024168-2009-00455.